Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had leaked from the ports. It is unknown if there was patient involvement, however no adverse event was reported with this event. Additional information was requested and is not available.